Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The catheter was examined under microscopic magnification (16x) and a catheter shaft burst was observed, located 25.7cm from the distal tip. As a result of the burst, the polyimide was exposed underneath. No fiber disturbance was observed to the balloon. No other anomalies were observed to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. No further functional testing could be performed due to the catheter shaft burst. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a catheter shaft burst. The investigation is unconfirmed for a catheter break, as the user likely perceived the catheter shaft burst as a break. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. It should be noted that per the reported event details, it was stated that the device was inflated with a syringe. The IFU (instructions for use) states that the use of a pressure monitoring device is recommended to prevent over pressurization. It is unknown whether the balloon/catheter was over pressurized or the use of a syringe contributed to the event. Labeling review: the current conquest pta balloon catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Microscopic inspection (added). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in the cephalic arch an alleged break in the middle of the pta balloon catheter shaft was identified during the second inflation using a syringe. There was no reported retraction difficulty through the sheath. The procedure was concluded and no further treatment was provided. There was no reported impact or consequence to the patient.